Event description:
A customer from (B)(6) reported that he obtained discrepant results when using vitek ms instrument (ref. 410895; serial number (B)(4)). The customer grew the strain on tsa and on blood agar. The customer obtained a different organism identification from each subculture: single choice of corynebacterium mucifaciens / ureicelerivorans from the blood agar. Single choice of staphylococcus aureus from tsa. The strain is a slow-growth microorganism; even after 48 hours incubation on each media, there is little growth. There is no indication from the customer if this event led to a delay of result or impacted the patient state of health.

Manufacturer narrative:
A customer from portugal reported that he obtained discrepant results when using vitek ms instrument (ref. (B)(4) ¿ serial number(B)(6). The customer grew the strain on tsa and on blood agar. The customer reported that the vitek ms instrument did not give the same identification from those two subcultures: - single choice of corynebacterium mucifaciens / ureicelerivorans from the blood agar - single choice of staphylococcus aureus from tsa the strain is a slow-growth microorganism; even after 48 hours incubation on each media, there is little growth. Investigation review of previous reports the investigator searched the historical complaint database to look for similar issues. Since january 2016, no similar complaints for misidentification linked to corynebacterium mucifaciens/ureicelerivorans and staphylococcus aureus have been recorded. There is no CAPA nor non-conformities on vitek ms are linked with customer 's reported issue. Investigation it was not possible to investigate regarding this specific misidentification because not enough data have been received. Root cause analysis unknown. Customer was not able to provide samples or test data necessary to investigate this issue. Corrective or preventive actions no CAPA number is needed.